Manufacturer narrative:
Device remains implanted. If the device or additional information is received it will be reported on a supplemental report.

Event description:
It was reported that surgeon was using a sonic pin, did everything according to directions. Drill did not cross the osteotomy site to provide adequate fixation. Left in the patient, device needed to be longer.

Manufacturer narrative:
Evaluation conclusion: deviations in manufacturing were not found. The item remained implanted without adverse consequences to the patient. A review of the risk file revealed that the overall risk category was addressed adequately as no discrepancies were identified. Investigation revealed no non-conformity, therefore no CAPA was initiated. According to later conversation with the surgeon the event was not caused by a deficiency of the device. The event was rather caused by deviation from surgical technique.

Event description:
It was reported that surgeon was using a sonic pin, did everything according to directions. Drill did not cross the osteotomy site to provide adequate fixation. Left in the patient, device needed to be longer.